Manufacturer narrative:
A ge service representative performed an onsite investigation. The incoming power filter and the fuse were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not power on and the monitor would not display an image. No patient injury was reported.